Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing of noise, all other electrical measurements were stable. The patient was asymptomatic to the event. No intervention was performed, the patient would continue to be monitored.